Manufacturer narrative:
Device remains in patient. This is a final report.

Event description:
It was reported that the patient underwent a pocket revision due to the pocket being too shallow. The patient was reportedly doing well after the revision.